Manufacturer narrative:
The device ro10013 has been inspected for investigation purpose. The tests performed confirmed that we need to replace power cord. The defective parts were replaced for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the power cord was non-functional. There was no patient involvement reported.